Manufacturer narrative:
System analysis/service repair was performed on february 14, 2018: the reported error codes were confirmed and determined to be due the laser having been depleted of water. The laser was refilled with water and the water flow was adjusted. Preventive maintenance service was performed in conjunction with laser repair as it was noted that a preventive maintenance service had not been performed in 19 months. The system was tested and verified to meet manufacturer¿s specifications. Based on the field service report results the probable root cause was due to insufficient water level for the laser to function properly which was attributed to the laser not being properly maintained.

Event description:
It was reported that at the beginning/during preparation for the procedure, 3 error messages (330,652 and 302.11) appeared on the screen. Clearing the error messages and restarting the system did not resolve the issue and the same error messages kept coming back. The procedure was not completed. No patient injury was reported.

Manufacturer narrative:
Reason device not evaluated - other: the customer has chosen not to service their xps greenlight laser system at this time.